Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that the device was losing battery life quickly on the hand held device and that it was not going into the sleep mode. Factors that may have led to this was unknown. No symptoms were reported and no further complications were noted or anticipated.

Event description:
Additional information was received. Patient stated that the patient programmer turned on ok but that it would synced without pressing sync and it would not turn off when done. They further stated that they kept replacing the battery. No further complications were noted or anticipated